Event description:
It was reported that pump malfunction occurred with malfunction code 12 and no notable events happened before issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.